Event description:
A surgeon reported that a pt who rec'd op-1 putty in combination with 15cc's of calstrux (tcp putty) and 8cc's of blood for an unknown indication and experienced drainage. Cultures were pending. Follow-up info rec'd on 08/25/06 confirmed that the pt, a female, who rec'd op-1 putty in combination with calstrux (tcp putty) in 2006 as part of a lumbar laminectomy l4-l5, l5-s1, and lateral transverse process fusion with instrumentation for an unknown indication, was hospitalized the next month for wound behiscence, minimal erythema and minimal serosanguinous drainage. Testing included a cultures which were negative for infection. Treatment included an incision and drainage and wound closure. Outcome was not provided. The surgeon suspects the events were related to the use of calstrux and op-1 putty. Additional info is being requested.